Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. Reportedly, the customer filled cartridges with the residual insulin from previously used cartridges. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose (bg) ranged from 805-815 mg/dl. Reportedly, the customer experienced high ketone levels identified as life threatening by a health care provider. A correction bolus was delivered and customer consumed water to address bg level. Additionally, it was reported that the customer experienced a low bg level ranging from 44-45 mg/dl; cause was not known. Customer consumed carbohydrates and glucose tablets to address bg level. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.